Event description:
Boston scientific crm received information that this left ventricular (lv) exhibited impedances greater than 2000 ohms and non-capture. In a revision procedure, the lead was difficult to remove from the superior vena cava, and was therefore surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore analysis cannot be performed on this lead. Should it be returned, or if additional information becomes available, this report will be updated.